Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. Patient reported that they had a mammogram and broke out in cold sweat and started vomiting. Patient asked for information regarding having a mammogram, and it was reviewed for them. The patient wanted to know if it was because of their device/implant or the mammogram. Patient was redirected to follow up with the health care professional (hcp) to see what caused vomiting and cold sweat. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. Patient reported that they had a mammogram and broke out in cold sweat and started vomiting. Patient asked for information regarding having a mammogram, and it was reviewed for them. The patient wanted to know if it was because of their device/implant or the mammogram. Patient was redirected to follow up with the health care professional (hcp) to see what caused vomiting and cold sweat. No further patient complications were reported/ anticipated as a result of this event.